Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, the iol got stuck in cartridge, got it into patients eye but would not advance out of the cartridge. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned for further evaluation. Scratches and scrape marks are observed on the anterior surface of the optic and haptic. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. The file indicates the use of an unspecified cartridge. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint of lens stuck in the cartridge. The lens dimensions are acceptable (plan view) using an approved template. The manufacturer internal reference number is: (B)(4).